Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 110 mg/dl.